Event description:
It was reported that the device was presenting with a no message alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, all was intact, no physical damage. There was evidence of the reported problem recorded in the event history log. The customer reported problem was not verified/duplicated. The investigation could not confirm the customer reported issue. A possible defective downstream occlusion sensor or cassette product was believed to be the cause of the reported problem. For corrective action, the downstream occlusion sensor was replaced, and the upstream occlusion sensor was calibrated. The root cause of the reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 6500.